Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. It was found that the issue was due to a fracture of the device that occurred during its removal, resulting in the device falling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling by the user.

Event description:
It was reported that after the surgery, the robotic assisted saw handpiece device fell while being removed from the system/robot, causing the latch to break off. During an in-house engineering evaluation, it was determined that the device was broken (2+ pieces): saw fractured. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.